Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in resetting it, after which the malfunction code did not recur. The customer was instructed to monitor the situation and report back if the issue reappeared, and they acknowledged the guidance.